Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and granuloma.

Event description:
Patient representative reported for left side "seroma, pronounced painful breast swelling, siliconoma and rupture". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode additional, changed, and/or corrected data: b5, b6, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Clinic representative reported left "health difficulties associated with the device" subsequently, patient's representative has reported "seroma, pronounced painful breast swelling, siliconoma and rupture. MRI report identified "lymphadenopathy axillary bilateral, dd reactive". Device has been explanted.

Event description:
Clinic representative reported left "health difficulties associated with the device" subsequently, patient's representative has reported "seroma, pronounced painful breast swelling, siliconoma and rupture. MRI report identified "lymphadenopathy axillary bilateral, dd reactive". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1, g2.